Event description:
The following has been reported: biomed reported: "carboplatin was programmed to run at 0.5ml over 15min. Medication completed in 7min. Please review pump logs per customer I did a test infusion in the shop 250 ml/hr 20 mils time was accurate and it did 20mls no patient harm reported ". A preliminary review of the logs identified the following issue: overdose/over delivery of infusate based on time to complete infusion vs programmed duration; no harm reported. Field safety notice (recall# z-1048-2026) was distributed to customers to further clinical understanding and ensure appropriate lvp use when programming infusions by duration. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.